Manufacturer narrative:
Added codes to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. No product was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection, therefore no DHR is required. No imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the event was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, approximately 6 years post tf tavr implant of a 23mm sapien xt valve the patient presented with severe stenosis and moderate regurgitation of the prosthetic valve. Mean gradient 49mmhg, ef 52%, mild cad. A valve in valve procedure was performed with a 23mm sapien 3 valve. The valve was predilated prior to implantation, valve was deployed uneventfully, and the procedure was a success. Mean gradient was 5mmhg post deployment, patient recovering well in hospital. No further information is available.